Event description:
The customer reported that the jaws and blade locked up during a laparoscopic hysterectomy. The device had to be cut out of tissue with scissors. There was no injury to the pt.

Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.